Event description:
Customer reported that the display on the insulin pump went blank. The blood glucose reading was 356 mg/dl. She stated that the battery was not previously used and that she had not received a low battery alert. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.